Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the aiming beam came out of the fiber tip after 122,654 joules of use and 42 minutes. The fiber tip was cleaned during the procedure. The procedure was completed utilizing a second fiber. Patient outcome information was not provided.